Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose episode followed by a high and mistakenly ingested glucose tablets while already hyperglycemic, with glucose rising to 414, and no device malfunction or component issue was identified. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding a device problem, no specific device component implicated, and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.